Manufacturer narrative:
Concomitant medical products: cocr fem head 32mm -3.5 offset 12/14 (cat# 142-32-93 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post initial right tha, this female patient was brought back for right hip pain. X-rays showed signs of osteolysis. The hip was dislocated, the femoral head was removed, the stem was checked and found to be well fixed. Attention turned to cup, the liner was removed with the help of a chisel, the cup was checked and found to be well fixed. Bone graft was placed behind the cup. A new xle g1 lipped 32mm poly was inserted along with a 32 +0 biolox head. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays and photos received. The device is not available for evaluation as the hospital kept the devices.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear.

Event description:
Date of revision surgery: (B)(6) 2022- preoperative diagnosis: failed right total hip arthroplasty. Procedure: the stem appeared to be well fixed. The acetabular component with the lip liner were removed and then they did bone grafting as there were cystic changes due to the osteolysis behind the acetabulum. They impacted a new 32 lip acetabular component with a lip liner posterolateral. They checked the poly, well seated. The patient tolerated the procedure well with no complications and was taken back to the postanesthesia recovery room in stable fashion with successful right anterior total hip arthroplasty revision of both acetabular and femoral component. Product not returning - patient requested for the implants. No other information is available.

Manufacturer narrative:
D10. Concomitants: exactech element novation stem (164-13-08, 4386794); cup intergrip (186-01-48, 4467155); head fem cblt, 32 mm (142-32-93, 4474981); these devices are used for treatment not diagnosis. There is no other information available.